Event description:
Complainant alleged that clincians reponded to a call for a patient who was having difficulty breathing. The patient was being monitored using 3-lead ECG cables and the device started to self-charge in semi-automatic mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.